Event description:
Boston scientific received information that this right ventricular (rv) lead had oversensed noise leading to pacing inhibition with periods of asystole greater than two seconds. No anomalies were seen on x-ray, and the noise could not be reproduced with maneuvers. No adverse patient effects were reported.

Manufacturer narrative:
The related device was explanted. At the explant, no lead anomalies were reported during testing. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.